Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The event date is estimated. The results, method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2020-31183. It was reported that two of the patient's leads had migrated due to a recent fall. It is unknown when the fall occurred. The patient underwent a surgical procedure in which their leads were replaced, and an additional lead was added.